Event description:
During a bladder stone removal of a 1.5 x 0.7 cm stone, the forceps broke off. Open surgery performed to remove the stone and the broken piece. The instrument breakage was most probably due to overloaded mechanical force when the doctor tried to break a big stone.